Manufacturer narrative:
Covidien reference number: (B)(4). The customer installed a breath delivery printed circuit board (pcb). The service engineer downloaded the software onto the customer purchased breath delivery pcb and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that an 840 ventilator generated a loss of communication diagnostic message. There was no patient involvement.